Event description:
It was reported that the ventilator stopped blowing air while connected to a patient. All lights on the display lit up, but it is unknown if the ventilator alarmed when the reported problem occurred. No reported harm to the patient.